Event description:
It was reported that the lead was removed from service because it "has been prematurely broken at the level of the distal part of the anchoring sleeve." No patient complications have been reported as a result of this event.